Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 40 to 50 mg/dl. Customer also experienced blood glucose levels such as 48 mg/dl, 87 mg/dl, 184 mg/dl and 206 mg/dl. The customer was treated with orange juice. The customer declined troubleshoot for low blood glucose. The insulin pump and sensor will not be returned for analysis.